Manufacturer narrative:
E2 marked in error. The device was returned to olympus for evaluation and the evaluation confirmed the customer's complaint. Also there were defects of the universal cord at the distal end/ connector/control section including adhesive, as well as cracking/scraping/burr/scratch/deformation of the distal end. There were also non-adverse event findings including cracks on the autoclavable rubber, labeling (customer sticker) at the body control unit and small chips at the pink probe. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
Additional information received indicated that the image issue occurred during the reprocessing cycle and did not occur during a procedure or post-procedure. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2 was correctly selected in the initial report. New information added to the following fields: b5, e3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.